Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a unspecified procedure device breakage occurred. A malecot catheter had been advanced and at an unspecified time, the distal portion of the catheter broke off in the patient's stomach. Endoscopic ablation of the distal end was performed. No additional patient complications were reported and the patient's status is stable.